Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the micron filter on the bd alaris¿ pump module smartsite¿ low sorbing infusion set blocked saline from flowing past it during the flush. The following information was provided by the initial reporter: "IV set not being able to be primed due to the .2 micron filter. The filter did not allow saline to flow past. It happens when the tubing is removed from the package and saline is initially primed through it will go down to the filter and then stop."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-feb-2023. H6: investigation summary one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was then attached to an IV bag filled with normal saline. The set was unable to prime. Components of the set were cut off starting with the distal male luer (pn:4588-100), then the needleless connection port (pn:12274436), and then the filter (pn:100122127). Flow started after cutting the filter from the set. Visual inspection under the microscope at the filter's outlet port showed no signs of possible excess solvent. A quality notification was sent to the supplier of the filter. Based on the supplier investigation, the returned filter had an average flow rate of <2 ml/min, less than the typical flow rate of = 20 ml/min. The determined root cause was ¿could not determine root cause¿. A review of the historical complaint database shows this is the second reported priming difficulty/flow rate concern for this product code in the previous rolling 12-month period, none of which were attributed to the manufacturing process. A device history record review for model 11532269 lot number 22076009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the micron filter on the bd alaris¿ pump module smartsite¿ low sorbing infusion set blocked saline from flowing past it during the flush. The following information was provided by the initial reporter: "IV set not being able to be primed due to the .2 micron filter. The filter did not allow saline to flow past. It happens when the tubing is removed from the package and saline is initially primed through it will go down to the filter and then stop."